Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was performed when the issue occurred, and the procedure was completed as planned by using the wired footswitch. The philips field service engineer (fse) confirmed that wireless footswitch was not working. Upon troubleshooting, fse found the battery was dead, even after charging the footswitch. The cause of the wireless footswitch failure determined by the supplier's part analysis and it found electrical defect in the footswitch and for base station no failure found. To resolve the problem, fse replaced both the wireless footswitch and the base station. After replacing the wireless footswitch and the base station, the system is returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch was unable to connect wirelessly. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.